Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ('foreign body material has been removed'). In a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 50540028) inserted. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2020: lot number (50540028) added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('heavy abdominal pain') in a female patient who had essure (batch no. 50540028) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during her menstruations"), alopecia ("hair loss"), skin disorder ("skin problems") and fatigue ("chronically fatigued") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed - ultimately, her uterus also had to be removed). Essure was removed in 2016. At the time of the report, the abdominal pain, menorrhagia, alopecia, hormone level abnormal, skin disorder and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, hormone level abnormal, menorrhagia and skin disorder to be related to essure. The reporter commented: since the removal of the essure, she has been improving slowly and most of the symptoms have subsided. Lot number: 50540028, manufacturing date: 2010/08, expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: reporter and events heavy bleeding during her menstruations, hair loss, hormonal problems, skin problems, heavy abdominal pain and chronically fatigued added. Essure removed in 2016. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('heavy abdominal pain / severe pain in her abdomen') in a female patient who had essure (batch no. 50540028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding during her menstruations"), intermenstrual bleeding ("bleeding outside her period"), dyspareunia ("dyspareunia"), headache ("headaches"), alopecia ("hair loss"), skin disorder ("skin problems"), fatigue ("chronically fatigued / constantly tired") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed, ultimately her hysterectomy). Essure was removed in 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, dyspareunia, headache, hormone level abnormal, alopecia, skin disorder, fatigue and amnesia was resolving. The reporter considered abdominal pain, alopecia, amnesia, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding and skin disorder to be related to essure. The reporter commented: since the removal of the essure, she has been improving slowly and most of the symptoms have subsided. Lot number: 50540028. Manufacture date:2010-08. Expiration date: 2013-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('heavy abdominal pain / severe pain in her abdomen') in a female patient who had essure (batch no. 50540028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy bleeding during her menstruations"), intermenstrual bleeding ("bleeding outside her period"), dyspareunia ("dyspareunia"), headache ("headaches"), alopecia ("hair loss"), skin disorder ("skin problems"), fatigue ("chronically fatigued / constantly tired") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed, ultimately her hysterectomy). Essure was removed in 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, dyspareunia, headache, hormone level abnormal, alopecia, skin disorder, fatigue and amnesia was resolving. The reporter considered abdominal pain, alopecia, amnesia, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding and skin disorder to be related to essure. The reporter commented: since the removal of the essure, she has been improving slowly and most of the symptoms have subsided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-mar-2022: essure indication was reported - no new clinical information received, update to imdrf/FDA codes. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 50540028) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 50540028 manufacturing date: 2010/08 expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('heavy abdominal pain / severe pain in her abdomen') in a female patient who had essure (batch no. 50540028) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during her menstruations"), alopecia ("hair loss"), skin disorder ("skin problems"), fatigue ("chronically fatigued / constantly tired"), headache ("headaches"), amnesia ("memory loss"), dyspareunia ("dyspareunia") and metrorrhagia ("bleeding outside her period") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed - ultimately, her uterus also had to be removed). Essure was removed in 2016. At the time of the report, the abdominal pain, menorrhagia, alopecia, hormone level abnormal, skin disorder, fatigue, headache, amnesia, dyspareunia and metrorrhagia was resolving. The reporter considered abdominal pain, alopecia, amnesia, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia and skin disorder to be related to essure. The reporter commented: since the removal of the essure, she has been improving slowly and most of the symptoms have subsided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, patient initials were updated, new adverse events were provided: headaches, memory loss, dyspareunia and bleeding outside her period. The outcome for all adverse events were changed for recovering/resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('heavy abdominal pain / severe pain in her abdomen') in a female patient who had essure (batch no. 50540028) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during her menstruations"), alopecia ("hair loss"), skin disorder ("skin problems"), fatigue ("chronically fatigued / constantly tired"), headache ("headaches"), amnesia ("memory loss"), dyspareunia ("dyspareunia") and metrorrhagia ("bleeding outside her period") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure and fallopian tubes removed - ultimately, her uterus also had to be removed). Essure was removed in 2016. At the time of the report, the abdominal pain, menorrhagia, alopecia, hormone level abnormal, skin disorder, fatigue, headache, amnesia, dyspareunia and metrorrhagia was resolving. The reporter considered abdominal pain, alopecia, amnesia, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia and skin disorder to be related to essure. The reporter commented: since the removal of the essure, she has been improving slowly and most of the symptoms have subsided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: a new reporter type (lawyer) was provided, patient initials were updated, new adverse events were provided: headaches, memory loss, dyspareunia and bleeding outside her period. The outcome for all adverse events were changed for recovering/resolving. Amendment: due to internal review it was detected that last follow up was not received on 04-jan-2021 but on 24-sep-2020. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.